Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that their previous implant stopped working and their symptoms got worse. Patient stated that a month ago they noticed they were having trouble emptying their bladder, so they attempted to increase the stimulation using the handheld devices, however they were never able to connect always with the message "session ended". Healthcare provider (hcp) also confirmed the handheld devices were not working and through a phonograph determined the patient was retaining urine. Agent advised patient to keep monitoring their symptoms with the new implant. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.